Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. There was no problem found with the system or lamp. The customer requested a quotation on a replacement lamp as it was nearing its rated life. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 11, 2010. Based on qa assessment, the product met specifications at the time of release. Based upon the information obtained, no root cause can be conclusively determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp had a shorter life than expected. Additional information has been requested.